Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of rectum on a laparoscopic retossigmoidectomy procedure, the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The surgical time was extended for 30 minutes due to the product problem. There was no patient injury.